Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged cartridge alarms, speaker and insulin delivery malfunctions could not be evaluated due to damaged usb pins.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was charging slowly. Reportedly, the battery charged from 70% to 100% in 3 hours. In addition, the customer experienced an elevated blood glucose (bg) level for the past two weeks into the 500s (mg/dl). Boluses via the pump were delivered to address bg level. The customer believed the pump was not delivering insulin as expected. The customer reported there was no insulin exiting the infusion set or the cartridge tubing despite multiple supply changes and test boluses over the past two weeks. In addition, the customer received multiple cartridge alarms (cartridge alarm 5 (pressure out of range) and cartridge alarm 25 (removed cartridge alarm)) during delivery. The customer reported reloading the same cartridge or a new cartridge to address the events. In addition, the customer reported the pump did not beep after completion of a bolus. During troubleshooting with tandem technical support two test boluses were delivered and the pump did not beep. Reportedly the customer would continue to use the pump for insulin therapy.